Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose (bg) level rose to 400 mg/dl while wearing the pod for longer than 48 hours. The pod's cannula dislodged from the infusion site and the patient's bg levels increased. The patient visited the doctor's in order to decrease her bg levels. As treatment, the doctor changed the patient's basal rate down to 20% of the basal rate and the patient received insulin pens as a backup method.